Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240, which occurred on the homechoice during use during initial drain. The baxter technical service representative (tsr) had the patient cycle the power and a se 2367 occurred. The tsr had the patient cycle the power again to clear the alarms. The tsr explained that the patient would need to set up with new supplies and reviewed the proper procedures per the usual manual with the patient. The patient would start over with new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter (B)(4) contacted the caregiver (cg) on (B)(6) 2011 regarding the reported se 2240. The cg stated they did not see any visible damage or abnormalities with the supplies in use. The cg stated that sample was discarded but the lot number for the cassette was (B)(4). The cg stated that after the alarm they called the registered nurse (rn) and the rn came over and they were able to perform therapy with new supplies. The cg and the rn could not determine how air might have got into the lines. The cg stated that since then everything has been going fine. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due a lack of sample. Based on the information gathered during baxter's investigation, the root cause of the report could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A request for the device has been made; however, it was not available for evaluation. Should additional information become available, a follow-up report will be filed.